Event description:
It was reported that during an unknown procedure the device was used in a case where the jaw clamped down and would not release. The surgeon ended up having to do something else to remove it. As the reporter of this event was placing the device back into the container it came in, the jaw eventually released. No other information was reported.

Manufacturer narrative:
Pc-(B)(4) date sent: 5/31/2024 b3: event year only reported: 2024 d4 batch #: unknown the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient suffer any adverse consequences?

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. D4 batch #: x7054r. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the device was mechanically tested and no issues were noted with opening and closing of the jaws. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. Additional information was requested and the following was obtained: no adverse patient outcomes.